Event description:
It was reported that the system had a communication error and shut down. This error may resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during eh service call. The system was tested and found to be working as intended and put back into service.